Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings:it was not possible to conclude an root cause for this event. Nothing however indicates that the device was defective. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2014, a female patient in 70's had a aneurysm rupture and was flown on a helicopter to the hospital urgently for repair. The physician determined endovascular repair was the only choice for this case. The access vessel was slightly thin, so a sheath (gore/dryseal sheath) was used as a dummy sheath to check the access vessel. Esbe-34-77-t-pf was placed in the distal side due to thin vessel. The left subclavian vein was coil embolized to ensure the landing zone and zteg-2pt-40-158-pf was places as labeled. Proximal type I endoleak was confirmed, so esbe-40-81-t-pf was additionally placed. It ended up covering the left common carotid artery, so chimney was created with a stent (bard/12mm luminexx). The final angiography confirmed slight endoleak, so the physician attempted to find the leak site by angiography but couldn't find it. When he performed cerebral angiography, he found cerebral aneurysm and determined that further angiography would be risky and completed the procedure. On (B)(6) 2014, the aneurysm ruptured again and the patient deceased. No autopsy was performed. Patient outcome: the patient deceased.